Manufacturer narrative:
(B)(4).

Event description:
Rec'd info, the physician interrogated the device and found >2000 ohms on some of the unipolar and all bipolar pairs. Pt was receiving good therapeutic stimulation. Add'l info will be reported as it becomes available.